Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post-implant, the right ventricular (rv) lead exhibited an acute increase in thresholds which then triggered an alert for high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.